Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 500 units of insulin two days ago, and displayed an initial fill estimate of over 400 units of insulin in the cartridge. Then, the insulin gauge remained static at 130 units, and at the time of the call displayed a fill estimate of 58 units. The customer reported blood glucose level was within range. Recommendation was made by tandem technical support to fill the cartridge with 480 units per labeling instructions. Although requested, no further information was provided on the reported event.